Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged malfunction (minimum fill message) could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Blood glucose was 135 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.